Event description:
Additional information was received. This device was removed and returned for analysis.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) revealed elective replacement indicators (eri). Technical services was contacted whether regarding device replacement recommendations as the patient with this device is leaving for a vacation. Technical services recommended device replacement be performed due to the extended charge time. This device is included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007. This device may be displaying symptoms of the advisory. No adverse patient effects were reported.